Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to a malfunction of one of the cylinders. The ipp was explanted and replaced with a new ipp.

Manufacturer narrative:
This report is a duplicate to report number: 2183959-2020-04461.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the bulge in the cylinder identified during analysis is the probable cause of the reported allegation of device malfunction, as the bulge would affect the functionality of the device. Technical analysis: the cylinders and pump were returned for analysis to our post market quality assurance laboratory. Visual inspection of the pump identified that the kink resistant tubing (krt) was worn down to the filament, and the outer layer of the pump bulb was worn as a result of wear against the pump and tubing junction, there were no fluid leaks identified during functional testing. Visual inspection of the cylinders identified wear on both cylinder bodies at the folds. Functional testing of cylinder 1 identified bulging when inflated and a leak on the proximal cylinder body, the cause of the hole was a result of the decontamination process of the returned device. Cylinder 2 performed within all functional testing parameters. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device history record: a review of manufacturing documentation was not performed as the serial/lot number for this component was not provided. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to a malfunction of one of the cylinders. The ipp was explanted and replaced with a new ipp.